Manufacturer narrative:
(B)(4) date sent to the FDA: 01/23/2017. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? How many sutures broke during the one procedure? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the patient require an additional procedure? What was the date of the second procedure? What was the indication for the second procedure? How is the patient today? The date of the initial procedure. Please confirm that initial procedure was an open-abdominal surgery. The suturing and knotting techniques for the pds suture. Please describe the suture line failure mode that resulted in the ¿burst abdomen¿. What date post op did the patient presented with symptoms? Was patient still in hospital? Any triggering event for the ¿burst abdomen¿. Please describe how the wound was re-closed.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. It was also reported that the suture tore and the wound opened post-operatively. Re-operation was necessary. Additional information has been requested.

Manufacturer narrative:
Additional information was received and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Answer: postoperative burst abdomen. How many sutures broke during the one procedure? Answer: not during procedure. What was used to complete the procedure? Answer: pds suture like complaint formula. In relation to needle, what is the approximate location of suture breakage? Answer: near middle. Did the patient require an additional procedure? Answer: yes, patient got a new closure of the abdominal wall. What was the date of the second procedure? Answer: 5 to 10 days after primary procedure. What was the indication for the second procedure? Answer: the burst abdominal wall. How is the patient today? Answer: patient recovered. The date of the initial procedure answer: (b)(\6) 2017. Please confirm that initial procedure was an open-abdominal surgery answer: yes. The suturing and knotting techniques for the pds suture. Answer: small bites technique, as described in pure progress. Please describe the suture line failure mode that resulted in the ¿burst abdomen¿ answer: in the mid of the incision line. What date post op did the patient presented with symptoms? Answer: 5 to 10 days after primary procedure. Was patient still in hospital? Answer: yes. Any triggering event for the ¿burst abdomen¿ answer: patient may have had a bad cough. Please describe how the wound was re-closed answer: sutured and mesh- augmentation in onlay technique. Actual sample consisted of 4 used partial suture pieces. Visual inspection was performed and object force and/or technique used to separate the sutures could not be determined by evaluation of returned 4 partial used partial suture pieces. Representative samples for lot kh5btcn and lot kl5gmmn were received for evaluation. Visual and functional inspections were performed and all results met the specified quality requirements.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kl5gmmn, MFR. Date 10/2016, exp. Date 03/2022, batch# kh5btcn, MFR. Date 07/01/2016, exp. Date 12/31/2021. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: patient experienced post op burst abdomen, thread was broken. Additional information will follow.